Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and/or lot number was not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. The patient effects of vascular dissection, occlusion and stenosis are listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. Based on the case information, a conclusive cause for the reported patient effects of vascular dissection, occlusion and stenosis, and the relationship to the product, if any, cannot be determined. A definitive cause for the unspecified device issue could not be determined. Based on the information reported through the research article, a conclusive cause for the unspecified device issue could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - the date of the study is estimated as (B)(6) 2021. D4- the UDI is not known as the part and lot number were not provided. Attachment article titled: "vascular access for large bore access."

Event description:
This article aims to review some of the important features involved in large bore vascular access including vascular anatomy, technical aspects of femoral artery access, potential complications, anatomic challenges, hemostasis and alternative access. The following adverse effects were mentioned to be related to the use of proglide devices: stenosis, dissection, and occlusion. Specific patient information is documented as unknown. Details are listed in the attached article, "vascular access for large bore access."